Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported during device upgrade pacing from the original pacemaker stopped and would not start again. Reportedly, the patient was pacemaker dependent and developed 3rd degree av-block, bradycardia, and dizziness symptoms. Reprogramming resolved the issue. The procedure was successfully completed.